Manufacturer narrative:
Additional narrative: event date: unknown. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the service history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: lot t965586: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service & repair evaluation was preformed: the customer reported the cutting jaws were chipped. The repair technician reported the jaws were damaged. Damaged component is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 20-jul-2015. The evaluation was confirmed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was performed: there were no issues during the manufacture of the product that would contribute to this complaint condition. A function test according to a note in the device drawing with a diameter 6mm titanium rod (art.498.290 lot #7679617) was carried out and the cutter was found to function properly and without any damages to the cutting edges. It appears that the cutters were used to cut cocr rods instead of titanium or steel rods. The hardness was not checked during the manufacturing evaluation as the device would require destructive testing. Root cause was determined to be incorrect usage. The manufacturing evaluation concluded that the instrument was used to cut the wrong rods (i.e. Wrong usage or improper handling). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cutting jaws on two (2) rod cutters were chipped. The discovery was made outside of the operating room with no patient or surgical involvement. This report is 2 of 2 for (B)(4).